Event description:
It was reported to philips that the device failed the op check after the software upgrade associated with (B)(4). There was no reported patient or user involvement and no adverse patient/user impact.